Event description:
The user reported the assembly tube clamp was broken. It would not go back to its original condition after release. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.